Event description:
Technician alleged the brake is not holding. No pt impact.

Manufacturer narrative:
The technician found the brakes need adjusting. The technician adjusted the brakes to resolve the issue.